Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by visual inspection of reported device. Visual inspection identified two visible tears both of them align with the seams of the silicon sleeve. The internal spring shows damage. DHR was reviewed and no discrepancies relevant to the reported event were found the root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the flexible drill shaft needs to be replaced due to wear. There was no patient involvement. No further information is available.